Event description:
The pt developed an infection of the device pocket. Cultures revealed a multiresistant staphyococcus aureus infection. The pt was treated with IV antibiotics and the device was explanted in 2004.